Event description:
It was reported during visit it was found that patient received inappropriate atp and high voltage therapy due to t-wave double counting. The double counting started recently. Fluoroscopy was performed on the rv lead and no defects were noted. The device was reprogrammed. The patient condition is good.